Event description:
Additional information received from the health care provider (hcp) reported that the date of diagnosis of the infection was on (B)(6) 2012. Perioperative and intravenous antibiotics were administered. It was stated that the patient did not have meningitis. In addition to swelling and drainage, the patient's symptoms were redness and pocket erosion. The primary location of the infection was at the device pocket. A culture was obtained, but the results were unknown. It was noted that there was a partial removal of the stimulation system. The patient's infection had resolved.

Event description:
It was reported the patient acquired an infection. The patient had swelling, erythema, drainage, and dehiscence at the incision site. The patient also reported worsening of disease symptoms. The battery and extensions were explanted. Twelve days later, the patient received a new battery, extensions and leads. The patient required inpatient hospitalization. The patient recovered with sequelae. No further information was reported. Further information has been requested and if further information is received, a supplemental report will be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), product type extension product ID, 7495-51 lot# serial# (B)(4), product type extension. (B)(4).